Manufacturer narrative:
Date of event: exact date unknown, event occurred a while back. Explant date: 2020. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8216-50, serial: (B)(4), batch: 16831000.

Event description:
It was reported that the patient was not getting the stimulation that was needed. All device components were explanted and will not be returned. No further information has been obtained despite good faith efforts.